Event description:
Healthcare professional reported a left side rupture and capsular contracture (unknown baker grade). Healthcare professional additionally reported left side "seroma" and "extensively thickened capsule with multiple siliconomas". Device has been explanted and replaced by a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture", "seroma-late", and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, seroma, "siliconomas."

Manufacturer narrative:
Correction to mw 2724607 aware date for the parent record: 7/feb/2023

Event description:
Healthcare professional reported a left side rupture and capsular contracture (unknown baker grade). Healthcare professional additionally reported left side "seroma" and "extensively thickened capsule with multiple siliconomas". Device has been explanted and replaced by a non-allergan device.

Event description:
Previous medwatch submission noted rupture, capsular contracture grade unknown, seroma, granuloma. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2023-00720 as the operating record related to this complaint.

Manufacturer narrative:
Previous medwatch submission noted rupture, capsular contracture grade unknown, seroma, granuloma. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2023-00720 as the operating record related to this complaint.

Event description:
Healthcare professional reported a left side rupture and capsular contracture (unknown baker grade). Healthcare professional additionally reported left side "seroma" and "extensively thickened capsule with multiple siliconomas". Device has been explanted and replaced by a non-allergan device.

Manufacturer narrative:
Correction: aware date of initial mw - 02/06/2023.